Event description:
It was reported that the patient is scheduled for cuff down sizing with an artificial urinary sphincter (aus). The aus remains implanted and active and scheduled for revision on (B)(6) 2019. Additional information was reported that the patient underwent a revision procedure on (B)(6) 2019.

Event description:
It was reported that the patient is scheduled for cuff down sizing with an artificial urinary sphincter (aus). The aus remains implanted and active and scheduled for revision on (B)(6) 2019.